Event description:
It was reported that during a diagnostic laparoscopy procedure there were two devices used in the case by the surgeon. When both devices were fired they were stiff and hard to fire and then locked out. It is unknown what tissue they were firing on and what firing at the time. They did use white reloads in the devices. Both devices were easily removed after they locked out. There is no additional information at this time. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incomplete interrupted cycle. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/5 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.